Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler cut but did not staple. The surgical stapler was positioned and fired per manufacturer instructions and the surgeon noted that the anastomosis between the esophagus and the stomach "completely fell apart". When the chest was irrigated, it was noticed that a piece of the stapler fell into the chest. This was retrieved and the chest was searched for additional foreign bodies but there were none and the chest was closed. The surgeon was required to resect an additional portion of the esophagus in order to correct the defect. The same product worked for the second time.